Manufacturer narrative:
The device involved was not returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggests that the patient always carry extra supplies in case of emergency.

Event description:
The report indicated that the customer experienced consistently high bg's (over 500mg/dl) with moderate ketones while wearing a pod. When the pod was removed, the customer stated that her skin was wet with insulin. Manual insulin injections were administered to counter her high bg's. This event resulted in the customer visiting the hospital. The pod wil be returned for evaluation.